Event description:
It was reported that the patient presented in the operating room for a device replacement due to normal elective replacement indicator. During the procedure, when the atrial lead was disconnected and blood was noted under the insulation. Upon closer inspection, insulation slit of about 2 cm from the pin connector was noted. The physician repaired the insulation with medical adhesive and placed a suture sleeve over the area as a patch covering. The lead was tested and no noise or impedance anomalies were noted. The patient was stable during and after the procedure.